Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving unspecified high readings on his adc freestyle libre sensor compared to unspecified readings obtained on the built-in reader. Customer further reported experiencing a loss of consciousness and being administered a glucagon injection by an unspecified party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). The sensor plug was properly seated in mount. Removed sensor plug assembly and performed visual inspection, no issues were observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving unspecified high readings on his adc freestyle libre sensor compared to unspecified readings obtained on the built-in reader. Customer further reported experiencing a loss of consciousness and being administered a glucagon injection by an unspecified party. There was no report of death or permanent injury associated with this event.